Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient was scheduled for system extraction. Additional information received from a health care professional (hcp) indicates that the system extraction was successful. The patient had extensive bruising involving the left hemithorax and left arm. Furthermore, the patient was seen in the clinic on (B)(6) 2021 and per md's note, the patient's implant site is well healed with swelling that has improved, there are no signs of infection and the groin access site has no bruising with good pulse. There were no additional adverse patient effects reported. The pacemaker was explanted.